Event description:
Leg rest has come off.

Manufacturer narrative:
Split pin is missing. Fitting the missing part and tested the unit. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.